Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6

Event description:
There are currently no reportable events against device on record. Un-reporting rupture.

Event description:
Later, healthcare professional later reported "gel fracture". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.3, h.6. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture/rupture/gel fracture was requested on august 26, 2024. Visual analysis of the photographs identified: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ gel fracture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device remains implanted.